Event description:
The dental implant fx4010swc was removed due to failure to osseointegrate 8 months and 28 days after implantation. The doctor indicated that periodontal disease was found at the implant site and the oral hygiene was poor. The patient has history of hypertension and tobacco use. The patient has been recovered without complications.